Event description:
Reportable based on additional information received (B)(4) 2012. It was reported that during a stenting treatment procedure, the delivery sheath of the filter wire could not be retracted. The target lesion was located in the non tortuous and non calcified internal carotid artery. The filterwire ez was advanced to the intended location without issue. The delivery sheath of the device could not be retracted, therefore the filter was not deployed. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, additional information indicated that the filter bag ripped through a portion of the delivery sheath with no slit.

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on additional information received (B)(4) 2012. It was reported that during a stenting treatment procedure, the delivery sheath of the filter wire could not be retracted. The target lesion was located in the non tortuous and non calcified internal carotid artery. The filterwire ez was advanced to the intended location without issue. The delivery sheath of the device could not be retracted, therefore the filter was not deployed. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, additional information indicated that the filter bag ripped through a portion of the delivery sheath with no slit.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: examination of the returned device revealed the protection wire and the delivery sheath were returned; the retrieval sheath was not received. The radiopaque distal tip of the protection wire was slightly curved. The filter bag was retracted into the delivery sheath with 17mm of the nosecone and 7mm of the filter bag exposed. The micro coil of the filter bag had broken through the wall of the delivery sheath at the distal gray shaded area from 4-7mm from the distal tip of the delivery sheath. The distal tip of the filter bag was still attached to the polyamide tubing. The spinner stop was within the distal tip and was not sheathed. The delivery sheath was partially peeled away from the protection wire. The wire torquer was attached to the protection wire. The slit was present in the delivery sheath and met specification; the peel away test was successfully performed. The filter bag was removed and met specifications. Blood was found on the inside of the delivery sheath, on the inside the filter bag and on the wire torquer. The wire was kinked at approximately 83.8cm and 84.5cm from the distal tip of the protection wire. The wall thickness of the sheath was found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).